Manufacturer narrative:
(B)(4). The report of a flo-gard infusion pump with an issue of the battery not charging while still connected was confirmed and reproduced by service. The cause of this condition is due to a depleted main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with the battery not charging while still connected; this condition had the potential to interrupt delivery. This condition was found in the pediatrics department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.